Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the procedure completed successfully? Not reported yet. Any adverse patient consequences? Not reported yet. Are there any medical/surgical intervention planned to retrieve the broken needle tip? Not reported yet. What is the patient's current status? Not reported yet. Lot number: am0033. Device return status/follow up? Not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? On what tissue was the device used? In what tissue is the device retained?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the physician attempted hemostasis by means of a stitch, but in the placement of the stitch, the needle fractured and remained lodged in soft tissues, and recovery was impossible. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 1/30/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device am0033 number, and no non-conformances were identified.